Event description:
It was reported prior to procedure that the right ventricular lead exhibited high capture thresholds. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.